Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer alleges that the joystick is stopping and going in different directions. She states this has caused damage to the arm rests. She also stated that the cushion on the van seat is wearing down in the front and it causes her to lean forward.